Event description:
It was reported the stapler could not be removed during a colostomy closure. The tissue was cut and the anastomosis done manually to complete the case. No further patient consequence.